Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's stepdaughter reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 395 mg/dl at the time of the incident. The customer's stepdaughter stated that they treated the high blood glucose with manual injection and the insulin pump. The customer's stepdaughter performed troubleshooting and did not found air bubbles, leaks and setting issues. The insulin pump will not be returned for analysis.